Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had twiddler's syndrome and was flipping the ipg within the pocket causing the extensions to wrap around the ipg resulting in low impedances. Surgical intervention was undertaken (B)(6) 2024 wherein the ipg and extensions were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
H6 correction: type of investigation should be 10 -testing of actual/suspected device rather than 4111 - communication/interviews. H6 correction: investigation findings should be 213 - no device problem found rather than 3221 - no findings available. H6 correction: investigation conclusions should be 67 - no problem detected rather than 4315 - cause not established.